Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer reported that as a result, insulin pump would shut off and also reported that the time would be off even if time was correct in the morning. Customer was not able to upload information to carelink due to battery issue. Customer's blood glucose was unknown. After troubleshooting, customer was advised that battery cap would be replaced.